Event description:
The tip of the male driver (B)(4) broke during removal of a fassier-duval rod. The implant and broken piece of the instrument were successfully removed. No adverse events, injuries or disability occurred to the patient due to the instrument breakage.

Manufacturer narrative:
The male driver broke during the removal of a male component. There are two possible instruments that can be used for the removal of a male component of the fassier-duval nail: the male driver and the male retriever. In this particular case, it is considered that the use of the male retriever would have been more adequate and would have prevented the breakage of the instrument. Instructions for the removal of the male component will be reviewed and modified in order to indicate when and how each of these instruments should be used during the removal procedure.